Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2021. H3 investigational narrative: visual analysis of the returned sample revealed that a folder piece, a detached needle, and a suture piece of product code m650g, were received to ethicon inc for evaluation. After investigation of the sample short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. The pull-out has been correlated to the manufacturing process due to this defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. According to the process specification, this is a class 1 defect. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide procedure name. No further information is available. How was procedure successfully completed? No further information is available. Please confirm which lot number is the correct one. No further information is available. If both lot numbers were involved please confirm the total quantity of devices presenting the issue from each lot. Reported qty of involved is one, and rdbadl and qbbmd8 are possible lot numbers. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2021 and suture was used. During the procedure, when holding the needle with a needle-holder, the suture was detached from the swage part of the needle. It was not a control release needle. Lot numbers ¿ rdbadl, qbbmd8 - unknown if these are the correct lot numbers. There were no patient consequences reported. Additional information was requested.